Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields have been updated: b5, d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction for "the image flickers and changes colors" was traced to the r-unit (charged coupled device) being broken. Additionally, the most probable cause of the malfunction, "the fiber bonding in the outer tube area (distal end) being damaged," was traced to component failure. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope experienced the image flickers and changes colors during set up. There were no reports of patient involvement.